Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: the customer indicated the use of a qualified cartridge, handpiece and viscoelastic. Associate product's product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A clinical director reported an intraocular lens (iol) was removed due to "power being off ". The representative indicated the patient was not satisfied with distance or near vision.